Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 32 mm sjm rigid saddle ring was implanted on (B)(6) 2014. For the first five weeks post-annuloplasty, the results were excellent; shortly after the patient had sudden deterioration with the occurrence of hemolytic anemia and a significant leak occurred. On (B)(6) 2014, a 31 mm sjm epic valve was implanted and at explant an anterior disinsertion of the saddle with the appearance of ulceration was noted.